Event description:
Boston scientific received info from the daughter of this deceased pt, questioning whether her mother's cardiac resynchronization therapy defibrillator (crt-d) was 'turned off to not detect flat line', and stating that her mother did not receive any shocks prior to death. Technical services advised the pt's daughter to discuss device programming with the following physician.

Manufacturer narrative:
Not returned. According to the local field rep, no info regarding the pt death was available and the cause of death is unk. Additional info was requested, but we were unable to confirm whether the crt-d was intentionally programmed off while implanted, or interrogated post mortem. Info was received that the crt-d was explanted, as the pt was cremated. However, it is unk whether the device will be returned. There have been no product performance allegations made by the physician. No add'l info is available at this time. Should more info become available, this event will be updated.